Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Struts 1-3 and 8 from the distal end of the stent were damaged and deformed. Struts 1 and 2 from the proximal end of the stent were damaged and bunched distally. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a midshaft kink at approximately 25mm from the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip profile was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27apr2017. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation using a 2.0mm x 20mm maverick¿ balloon catheter, a 2.50mm x 20mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.